Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm and customer had experienced low blood glucose level of 49 mg/dl. The customer had not reported the symptoms. The customer was treated with small glass of orange juice and a oats and honey bar. The customer¿s blood glucose was 49 mg/dl and the sensor glucose was 80 mg/dl at the time of the incident. Customer declined to troubleshoot for the low blood sugar troubleshoot was performed and the customer stated that insulin delivery was suspended due to sg values and sg value that triggered the suspend event was 80 mg/dl and threshold/low suspend limit in sensor settings was 80 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not be returned for analysis.